Manufacturer narrative:
Based upon the current information, the root cause of the customer reported injury could not be determined. A follow up MDR will be submitted if additional information is received. A review of the site's system logs for the reported procedure date was conducted. The investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The stapler logs were also reviewed by an isi failure analysis engineer (fae). Per the fae, the logs show a sureform 60 stapler instrument (part #480460 -09, lot #l92220516-0145) fired 5 sureform 60 reloads (2 green followed by 3 blue). All firings were completed without any errors according to the logs. No photographic images or video recordings are available for review. This complaint is being reported due to the following conclusion: after completion of an uneventful da vinci-assisted sleeve gastrectomy procedure, the patient showed since of tachycardia while in the pacu. A low blood count was detected. A blood clot/hematoma was identified and then suctioned from the patient's abdomen during a subsequent traditional laparoscopic procedure. In addition, the patient received a blood transfusion and was hospitalized for extra days for observation. The location, source, and cause of the blood clot/hematoma are unknown.

Event description:
It was reported that da vinci-assisted sleeve gastrectomy was completed uneventfully. There was no active bleeding from staple line or omentum observed during the procedure. Post-operatively on an unspecified date, the patient showed signs of tachycardia while in the post-anesthesia care unit (pacu). A low blood count was detected. The patient was watched for 1 day and then rescheduled for surgery to determine the cause of the bleeding. A blood clot/hematoma was found and suctioned from the abdomen laparoscopically. The location, source, and cause of the blood clot/hematoma are unknown. The patient received an unspecified amount of a blood transfusion and remained hospitalized for extra days for observation. The patient was subsequently discharged. Intuitive surgical, inc. (Isi) conducted additional follow-up and received additional information on 17-aug-2022. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. There was no report of any unanticipated bleeding noted during the initial robotic sleeve gastrectomy procedure. No active bleeding was found during the subsequent laparoscopic procedure performed to remove the blood clot/hematoma. Isi has attempted to obtain additional information from the surgeon. However, as of the date of this report, no further details have been received.